Event description:
It was reported that the accuracy test failed during inspection. The fault occurred while checking before in use with the patient. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. No physical damaged was found on the device. As a result of checking the log, it confirmed that no mis-settings or other errors related to delivery failures were identified. Performed functional testing. The customer's indicated failure was not replicated nor confirmed. The pump accuracy was within specification; therefore, no root cause was determined. The service history review identified there had been a previous repair for the same issue within the review period.